Event description:
It was reported that the device was used during a laparoscopic nissen fundoplication, marked destruction to the white tissue pad during the use of the instruments in the case. Procedure was completed with a like device with no pt consequence.

Manufacturer narrative:
Broken blade. Evaluation summary: device was returned with the distal tip of the blade broken off and missing. The fractured distance measured approx 13.44mm from the top of the outer tube. The tissue pad was missing. No other damage was noted on the other components. Device was tested with a gen. The device functioned in air while being activated. In addition, the remaining portion of the blade penetrated and cut the chamois; however, the cut was not maximized to its full cutting power as in a conforming instrument. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert warns: "scratches on the blade may lead to premature blade failure". Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. However, the cause of this type of blade damage is currently being investigated.